Event description:
It was reported that the subject device's tube does not retroflex properly. Specified angle and orientation achieved failed (160/130/90/90). There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: specified angle and orientation achieved failed (160/130/90/90). In addition, the following reportable malfunction was identified during the device evaluation: foreign material identified on the light guide rod lens (2x) insertion part distal end. The most probable cause of the additional reportable finding could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.